Event description:
Warmer was placed on pt. Rt chest observed to have red/white mottled area at shoulder close to chest. Warmer discontinued. It was felt a burn would have occurred had the warmer not been moved. Pt not harmed other than reddened area.